Event description:
It is reported that patient experiences groin pain in left side. There is no information about a revision surgery.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) considers this case as closed. (B)(4).